Manufacturer narrative:
Address continued: (B)(6). Occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 10:00 a.m. The patient had a laboratory result of 3.67 inr while at 11:00 a.m. The meter result was 7.6 inr. The patient's coumadin dose was changed based on the laboratory results. Half of the coumadin was taken. The patient's therapeutic range was 3.0-3.5 inr.

Manufacturer narrative:
Sections d9, h3, and imdrf codes were updated. The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. 1 test strip seems to have been inserted into the meter several times. Strong vertical abrasions are visible on the gold side. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for the same patient tested with the same coaguchek xs meter and the same test strips. The questionable results were compared to an unknown laboratory method. On (B)(6) 2023 the patient had a laboratory result of 2.9 inr while the patient's meter result was 5.6 inr and the demo device's result at the hospital was 5.1 inr. The time difference bewteen the laboratory and the patient's measurements was 30 minutes.